Event description:
During removal from the package, the orbit coil stretched. The package was intact before it was opened. The device will be returned for evaluation. The product was new. The product was stored per (IFU) instruction for use guidelines. The package was not damaged. Prior to removal from the package, the coil was notice inside the delivery system. Prior and after removing the delivery system from the packaged, the coil was unraveled. During removal from the plastic loop, the coil delivery system was removed slowly, in order to avoid movement of the delivery sheath, and the zipper was noticed in the lock position. After the entire delivery system was removed from the plastic loop, the coil was completely contained within the delivery sheath. After the event occurred, no other damages noticed on the coil (kinks, bends, detached coil, etc). Prior to shipping, no other issues were noted with any part of the products being returned.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.